Manufacturer narrative:
(B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an odontoid procedure using an o-arm 1000 imaging system and a stealthstation s7 system, the surgeon alleged an inaccuracy with the vertek max drill guide. No specific measurement was provided. The cranial reference frame was used, no frame attached to the patient. Passive planar was used accurately, previous to the drill guide being used. After the alleged inaccuracy, the passive planar blunt was not used again. O-arm fluoro images were acquired and used to complete the procedure. The surgeon opted to abandon navigation of instruments. A post-op scan confirmed screw placement was accurate. There was no impact on patient outcome.